Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system broke and separated after placement. An x-ray was performed on the patient's arms, but no broken piece was found. The following information was provided by the initial reporter: "the 14-month-old patient had indwelling intima-ii (383028) on the back of his hand. He went to the hospital for infusion on the afternoon of (B)(6) 2022. Before the infusion, the nurse found that the front part of the indwelling needle had been separated from the human body, and the hose was incomplete. The distance from the y-shaped hose seat and the disconnected hose cannot be found. The hospital then arranged for an x-ray to examine both arms of the patient, but no hoses were found in the head. The indwelling needle with the broken tube was retrieved that night. After observation, it was found that the entire y-shaped hose seat at the front end of the indwelling needle was not smooth and flat. It was suspected to be caused by external force. It was suspected that it was caused by a child biting. I confirmed with the customer again on the morning of (B)(6), but the customer could not confirm. Whether it is caused by children biting or not does not rule out the problem of the product itself, and it is impossible to confirm whether the disconnected catheter is in the patient's body... 1. The broken tube occurred on the third day after the puncture. The tube was inserted in the afternoon of (B)(6) 2022. The broken tube was found in the afternoon of (B)(6) 2022. The tube was taken home during the non-infusion period. 2. When I came to the hospital for infusion treatment on (B)(6) 2022, when the nurse checked the indwelling needle before the infusion, she found that the front end of the indwelling needle was not in the applicator, and the hose was incomplete. No broken tube was found in the hospital's follow-up x-rays, and the hospital is currently unable to determine whether the tube is in the body. 3. The 14-month-old patient was treated with infusion in the emergency department due to urinary tract infection, and the infusion status was normal 4. The patient is currently normal... Two days after the indwelling needle was indwelling, before the infusion, it was found that the indwelling part of the indwelling needle was broken and only the remaining part was found. The family members only saw the child pulling the needle but did not know the integrity of the indwelling white plastic tube, and the whereabouts of the missing part, so they took a chest x-ray and both arms of the child, and no foreign objects were found."

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system broke and separated after placement. An x-ray was performed on the patient's arms, but no broken piece was found. The following information was provided by the initial reporter: "the 14-month-old patient had indwelling intima-ii (383028) on the back of his hand. He went to the hospital for infusion on the afternoon of (B)(6) 2022. Before the infusion, the nurse found that the front part of the indwelling needle had been separated from the human body, and the hose was incomplete. The distance from the y-shaped hose seat and the disconnected hose cannot be found. The hospital then arranged for an x-ray to examine both arms of the patient, but no hoses were found in the head. The indwelling needle with the broken tube was retrieved that night. After observation, it was found that the entire y-shaped hose seat at the front end of the indwelling needle was not smooth and flat. It was suspected to be caused by external force. It was suspected that it was caused by a child biting. I confirmed with the customer again on the morning of (B)(6) 2022, but the customer could not confirm. Whether it is caused by children biting or not does not rule out the problem of the product itself, and it is impossible to confirm whether the disconnected catheter is in the patient's body... 1. The broken tube occurred on the third day after the puncture. The tube was inserted in the afternoon of (B)(6) 2022. The broken tube was found in the afternoon of (B)(6) 2022. The tube was taken home during the non-infusion period. 2. When I came to the hospital for infusion treatment on (B)(6), 2022, when the nurse checked the indwelling needle before the infusion, she found that the front end of the indwelling needle was not in the applicator, and the hose was incomplete. No broken tube was found in the hospital's follow-up x-rays, and the hospital is currently unable to determine whether the tube is in the body. 3. The 14-month-old patient was treated with infusion in the emergency department due to urinary tract infection, and the infusion status was normal 4. The patient is currently normal... Two days after the indwelling needle was indwelling, before the infusion, it was found that the indwelling part of the indwelling needle was broken and only the remaining part was found. The family members only saw the child pulling the needle but did not know the integrity of the indwelling white plastic tube, and the whereabouts of the missing part, so they took a chest x-ray and both arms of the child, and no foreign objects were found."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-nov-2022. H6: investigation summary: a device history review was conducted for lot number 2172293. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the affected sample has been returned to our facility. During visual analysis, our engineers noted that the returned sample displayed a break of the catheter tubing that left approximately 2mm attached to the adapter. The event has been confirmed. Closer inspection of the broken tubing identified a whitening of the tubing and a jagged uneven surface of the broken edge. These characteristics are consistent with the application of a large tensile stress during use, and was likely applied by the patient during intubation or by the medical practitioner during removal of the device. Based on these observations our engineers could not associate this event with the manufacturing process. H3 other text : see h10.